Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that the insulin pump alarmed unexpected restart and insulin pump was died. The patient¿s blood glucose level was 330 mg/dl at the time of the incident. Issue was not resolved by troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. No blank display noted. However, insulin pump had unresponsive buttons due to flattened (creased) act and down buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected restart alarm due to unresponsive button.